Event description:
It was reported that the female connector of a minicap transfer set was separated from the main body of the twist clamp. The patient "forcefully pushed back into place". The event occurred when disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification did not identify any issues. The transfer set was not separated. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. There were no issues noted with connecting and disconnecting the set. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.